Manufacturer narrative:
Corrections: received lot# upon product returned. Hospital legal team release the product. Actual device was returned to manufacturer on november 20, 2015. Label for single use - should check no. Full UDI number is unavailable. Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed the male jaw of the clamp was broken near the box lock connection. At the point of breakage, there was visible rusting. The root cause for the breakage is due to the formation of rust caused by extended use. While applied medical's stealth clamps are reusable devices, the lifespan of the device is depended on the storage, cleaning, and usage conditions. Applied medical has reviewed the details surrounding the incident and related products. At this time, applied medical is unable to confirm that the product malfunction occurred. Applied medical will continue to monitor its vigilance systems for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Avr, CABG, cv lead insertion- "during procedure, dr. (B)(6) noted blood coming from aorta. Applied aneurysm clamp above stealth clamp. When trying to readjust stealth clamp, stealth clamp came apart at junction." Type of intervention- "application of another aortic cross clamp (aneurysm clamp). Patient status- "in cardiac ICU".